Manufacturer narrative:
Literature citation: texakalidis p, tora ms, mcmahon jt, greven a, anthony cl, nagarajan p, campbell m, boulis nm. Percutaneous trigeminal stimulation for intractable facial pain: a case series. Neurosurgery. 2020 sep 1;87(3):547-554. Doi: 10.1093/neuros/nyaa065. Literature summary: the authors¿ objective was to report the complication rates and analgesic effects associated with trigeminal gan glion (tg) stimulation and identify potential predictors for these outcomes. It was concluded that tg stimulation is a feasible neuromodulatory approach for the treatment of intractable facial pain. Facial/head trauma and oral surgery may predict a non-successful trial stimulation. Future development of specifically designed electrodes for stimulation of the tg, and solutions to reduce lead contamination are needed to mitigate the relatively high complication rate. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Product ID: 977d160, lot# unknown, product type: screening device. Product ID: 977a160, lot# unknown, product type: lead. Product ID: 97712, lot# unknown, product type: implantable neurostimulator. Product ID: 3888, lot# unknown, product type: lead. Product ID: neu_ens_stimulator, lot# unknown, product type: external neurostimulator. Other applicable components are: product ID: 977d160, serial/lot #: unknown. Product ID: 977d260, serial/lot #: unknown. Product ID: 977a160, serial/lot #: unknown. Product ID: 97712, serial/lot #: unknown. Product ID: 3888, serial/lot #: unknown. Product ID: 977a160, serial/lot #: unknown, device used for off label indication. The indication the device was used for was intractable facial pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1. 1 trigeminal ganglion (tg) lead erosion through the oral mucosa occurred during the trial period. The stimulation system was explanted as a result of the issue. 2. 1 supraorbital lead erosion occurred over the eyebrow during the trial period. The stimulation system was explanted as a result of the issue. 3. 1 cerebrospinal fluid (csf) lead was identified from the lower exit site of a tg lead during the trial period. The condition was successfully managed with placement of a superficial suture. 4. 13 patients experienced cases of erosion or infection, with six of the patients having had concurrent lead infection and erosion. In 9 cases, the lead eroded in the retro-auricular/temple space, while in 1 patient, the lead eroded through the oral mucosa. Overall, 9 infections of the stimulation system were found; 6 and 3 infections were diagnosed in the retro-auricular/temple space and implantable neurostimulator (ins), respectively. It was noted that there was a tendency for more erosions and infections when 2 or 3 leads were implanted when compared to 1 lead only. Erosions and infections were managed with stimulation system explant after failure with medical management. 5. 3 patients experienced tg lead migrations. It was noted the leads were found to have migrated outwards from the foramen ovale (fo). The lead migrations were managed with an additional operation that involved re-targeting of the tg under live fluoroscopy. 6. 1 patient experienced a tg lead migration. It was noted the lead was found traversing the right petrous bone into the posterior fossa, which presented with diplopia and new onset facial pain. The lead migration was managed with an additional operation that involved re-targeting of the tg under live fluoroscopy. 7. 2 patients experienced supraorbital nerve (son) and infraorbital nerve (ion) lead migrations. The lead migrations were managed with an additional operation that involved re-targeting under live fluoroscopy. 8. 1 technical failure occurred during the permanent implantation which did not allow for permanent placement of the tg lead. No further complications were reported or anticipated.